Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set without pausing therapy. When hp returned the cycler was alarming. In an endeavor to correct the issue, hp reconnected the transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No patient injury or medical intervention was indicated at the time of the initial report.